Manufacturer narrative:
The pump had intermittent button response due to corroded up and down button on the keypad traces. The pump also had minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding and sticking. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.